Event description:
It was reported that an ilet insulin pump experienced two consecutive cartridge leaks from the same lot during use, resulting in hyperglycemia with a reported blood glucose of 512 mg/dl; the user cleaned leaked insulin from the pump interior and removed leaking cartridge, installed a third cartridge, and successfully resumed insulin delivery. Customer care provided support through remote troubleshooting, and user education. Investigation of this case revealed evidence consistent with a leaking cartridge and insulin contamination within the pump compartment; the exact failure mechanism was not verified. Symptoms included feeling hot, anxious, and nauseous. Outcomes included resolution of hyperglycemia after cartridge replacement with no hospitalization. It was concluded that the event involved hyperglycemia associated with a suspected cartridge leak, with contributory factors not fully determined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.